Event description:
Pt underwent right lower extremity angiogram f/u study. Angioplasty and stent placement by physician. Ev3 dilatation catheter had difficulty tracking the balloon over the guidewire pre-inflation, and post inflation, with balloon down, the balloon was stuck in sheath, necessitating removal of catheter system and re-inserting a new dilatation balloon catheter, which caused some minor bleeding at the site.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. Our company received a (B) (4) from (B) (6), 03/04/2010 with info that updates our current complaint. We have updated our complaint to include this medwatch.